Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was no longer helping. The patient underwent an explant procedure. The explanted device will not be return. No further information could be obtained despite good faith effort.